Event description:
I used renu moisture loc contact solution for 6 mos to a year, plus all their other different types of solutions, also bausch & lomb contacts. I've been to 5 different drs, different type of problems, keratitis, dry eye, blepharitis, conjunctivitis, and can no longer wear contacts. I'm in pain every day. Been on a lot of steriods and now have dry eye. My left eye is the worst. Solution or the contacts did this.